Manufacturer narrative:
Batch review performed on 30 march 2026. Reverse shoulder system 04.01.0127 humeral reverse hc liner d 42/+6mm lot. 2301886 lot 2301886 (k170452): (B)(4) items manufactured and released on 08 may 2023. Expiration date: 2028-apr-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0209 lat. Glenosphere 42xd 24.5 lot. 2418603 lot 2418603 (k193175): (B)(4) items manufactured and released on 09 dec 2024. Expiration date: 2029-nov-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to instability about 4 months after last revision surgery and the cause is unknown. No trauma was reported. The surgeon removed the sphere and checked the baseplate for looseness, but it was secure. The surgeon revised the glenosphere, metaphysis and liner. The surgery was completed successfully. The patient had primary on (B)(6) 2023. On (B)(6) 2025 first revision due to stiffness. On (B)(6) 2025 second revision surgery due to instability.